Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer¿s blood glucose (bg) was "400-550" customer addressed bg level via correction injection via manual dose injection. Reportedly, the customer reverted to an alternate method of insulin therapy.